Event description:
Reportedly, the unit would not power on. The crew continued their als assessment and treatment of the patient, until arrival of another ambulance crew. Patient care was transferred to a backup device. The patient was delviered to the hospital in stable condition.

Manufacturer narrative:
H6: medtronic observed the device would lose power, due to loose device battery pins. The device battery pins were tightened. Proper operation was then observed through full performance and functional testing.